Event description:
Dealer advised chair is veering to the left when end user lets go of the joystick or tries to stop at average speed, dealer advised through troubleshooting that the issue is with the brake from motors.